Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. No additional tests were performed as part of this complaint investigation. Since the catalog number is unknown it cannot be related to any complaint for same catalog number and same issue. A device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the bullet was deployed it cut off the titanium bullet suture which fell into the patient. For the first two cases they were able to remove the bullet that fell off inside the patient but for the third case which is the most recent one, the titanium bullet stayed inside the patient. The break occurred during activation of the capio device.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. No additional tests were performed as part of this complaint investigation. Since the catalog number is unknown it cannot be related to any complaint for same catalog number and same issue. A device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the bullet was deployed it cut off the titanium bullet suture which fell into the patient. For the first two cases they were able to remove the bullet that fell off inside the patient but for the third case which is the most recent one, the titanium bullet stayed inside the patient. The break occurred during activation of the capio device.